Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. Thermal damage isolated to the inverter board was observed. The device's lcd screen was replaced to address the issue.